Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were call service alarms observed in the pump history. Unrelated to the original complaint, there were moisture visible in the display. Shortly after powering on the pump, the pump emitted a call service alarm. The leak test revealed a display lens leak. The pump was opened and there was moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.